Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred post-operatively, after laparoscopic hysterectomies. Four patients have returned with granulation of the vaginal cuff. This resulted in tissue damage. No patient injury reported. Patient status is alive, no injury.